Event description:
In 2010, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had an issue where the device reverted to the setup mode. The pt indicated that the alleged issue started three days prior to contact lifescan, at an unspecified time. The pt claimed that 'right away" after the alleged issue began, she developed symptoms of a fast heart rate. That same day at an unknown time, the pt reportedly skipped "5-10" units" of an unknown medication. As a result of the alleged issue, the pt also claimed that she received medical treatment two days later, during the morning time. The pt claimed that her blood glucose was tested on a doctor's/clinic's meter and a result of "421 mg/dl" was obtained. The pt also mentioned that she was treated with an unspecified "fast acting insulin" by a health care professional (hcp). It would have been helpful to know the following information: the pt's testing frequency, her medication and diabetes management regimens, how long the "fast heart rate" symptom lasted, and what actions she took in response to the symptom. In addition, it would have been helpful to know what actions the pt took before the doctor's office visit, what medication the pt skipped/stopped taking, how many doses the pt skipped, and if she had any symptoms before and during the doctor's office visit. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she received a blood glucose reading of "421 mg/dl" and received insulin treatment from a hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.